Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, deflation.

Event description:
Healthcare professional reported a left side deflation, capsular contracture baker grade iii, and "hole in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation observed crease smooth opening on anterior assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. Yellow particles inside of the device.

Event description:
Healthcare professional reported a left side deflation, capsular contracture baker grade iii, and "hole in valve". Device has been explanted.